Event description:
Complaint alleges: after event the facility did an inventory inspection and found that the product they had on hand was missing the metal support tube. These were not used on a patient. No patient injury reported.

Manufacturer narrative:
Device sample received by manufacturer, but investigation is still underway at time of this report.